Manufacturer narrative:
Concomitant medical products: dtbb2d1, crt-d, implanted: (B)(6) 2016; 4471, lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to infection. No further patient complications have been reported as a result of this event.